Manufacturer narrative:
(B)(4). In a follow up with the facility, the event occurred at the start of treatment. The symptoms went away and the therapy was completed. The facility reported that no sample is available for eval; however, all available info related to this event has been forwarded to the device MFR, (B)(4), for further investigation. The investigation is ongoing at this time. A follow up report will be submitted when results of the investigation are available.

Event description:
As reported by the user facility: facility reported that a pt experienced a coolness in the chest area and a very brief loss of vision at the beginning of therapy.